Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown via an implantable pump for unknown indications for intractable spasticity. It was reported that the patient was scheduled for an MRI and the healthcare provider told them that the catheter may be blocked. The caller stated that they are looking to see if there wassome kind of calcification that would be blocking the pump. The caller stated an dye study was previously done that showed a blockage.

Manufacturer narrative:
Continuation of d10: product ID 8709. Serial# (B)(6). Implanted: (B)(6) 2008. Product type catheter. Section d. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 22-feb-2009, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.